Event description:
It was reported during incoming inspection that hair was observed in the packaging.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted.